Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 306546. Batch#: 4115091. It was reported by the customer that on the packaging, there's a quantity of 2 that have no print on the package and quantity of 1 that has double print on the packaging. Verbatim: complaint received by phone call on 15-aug-2024. Customer states on the packaging, there's a quantity of 2 that have no print on the package and quantity of 1 that has double print on the packaging. - was not used, identified prior to use. -sample available for investigation. -event date: 15-aug-2024. -ref: (B)(4). -lot: 4115091. (I have already created a return label and included it in the attachments. Please make sure to include this in your ack email to the customer). Fedex tracking: (B)(4).

Event description:
No additional information received: material#: 306546 , batch#: 4115091. It was reported by the customer that on the packaging, there's a quantity of 2 that have no print on the package and quantity of 1 that has double print on the packaging. Verbatim: complaint received by phone call on 15-aug-2024. Customer states on the packaging, there's a quantity of 2 that have no print on the package and quantity of 1 that has double print on the packaging. Was not used, identified prior to use: sample available for investigation: event date: 15-aug-2024, ref: 306546, lot: 4115091. (I have already created a return label and included it in the attachments. Please make sure to include this in your ack email to the customer) fedex tracking: (B)(4). Additional info: no.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported two units have no print and one has a double print. To aid in the investigation, three samples in sealed packaging flow wraps were received. For evaluation by our quality team. A visual inspection was performed. Two samples have the syringe barrel label missing, and one sample has a double syringe barrel label. No other defects or imperfections were observed. These defects could occur if there was a jam during the syringe barrel label application process. A device history record review was completed for provided material number 306546, lot 4115091. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.